Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. Moisture damage was noted on the electronics, motor, battery tube, and vibrator assembly during visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer accidently wore the device into the ocean. Customer's blood glucose was 130 mg/dl. Customer reported there were fluids under the lcd display. The device hasn't been dropped or bumped and it doesn't have any cracks or issues with the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.